Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's defibrillation tolerance was out of range. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot service technician evaluated the device and was unable to verify or duplicate the issue. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer. A stryker customer quality engineer evaluated the device files and was unable to verify the issue. Overall, no issue was found during evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's defibrillation tolerance was out of range. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.